Manufacturer narrative:
Batch review performed on 14 jan 2025: lot 2247368: (B)(4) items manufactured and released on 10-feb-2023. Expiration date: 2028-01-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause. Note: the case was initially documented and managed as knee instability, where the liner was revised with another one with the same thickness as per standard procedure. However, upon further investigation, it was determined that the sales representative who reported the complaint made an error. The actual cause of the revision surgery was identified as infection.

Event description:
At 1 year and 6 months from the primary, the surgeon revised the patient knee insert for an infection. The surgery was completed successfully.